Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were there any issues experienced with the device in the initial surgical procedure? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon stated he had a leak from a recent duodenal switch stapling case with plee60a and also that he had have multiple cases last week that the stapler was difficult to load as per previous complaint. He had also been in discussion with his fellow who also works with and she stated that the surgeon has also had more procedures where it had been difficult to load. The patient that the leak occurred appeared to be on the last firing of the sleeve gastrectomy and had received an omentopexy during the procedure .

Manufacturer narrative:
(B)(4). Date sent: 3/15/2021. Additional information was requested, and the following was obtained: besides the loading issues reported, were there any issues experienced with the device in the surgical procedure? None reported. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How was the reported leak identified? No. Was a leak test performed? Yes if so, what type? Leak test with methylene blue. What was observed at the site of the leak upon addressing the leak? The patient that the leak occurred appeared to be on the last firing of the sleeve gastrectomy and had received an omentopexy during the procedure . Were there any issues noted with staple formation at any point throughout the care of the patient? Non intra op reported if so, please describe the shape and location - no staple malformation was noted intra op; post op the staple line had a leak; nothing was noted intraop (or he would have fixed at the time).